Event description:
The customer contacted baxter?s technical service center to report a high drain 104 alarm on a homechoice (hc) device during drain 4, patient was connected. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The nurse was not at the home patient's (hp) house and not near the machine. Per the nurse, the hp did not report any symptoms, and had not performed any manual or off cycler exchanges. The baxter technical service representative (tsr) explained the alarm and asked if the hp runs a tidal therapy. Nurse stated no. Nurse said the total volume from the last therapy was 1359 ml. The hp's dry weight is (B)(6). The largest prescribed fill volume (lpfv) is 2000 ml. The tsr explained the machine needs to be swapped. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The nurse stated that the hp will use the machine tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The reported problem of iipv was confirmed through an event history log review. The assignable cause was a false empty detect and use error; the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.